Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #3). Initial emdrs were submitted previously for bard/davol ventralex st (device #1; MDR number - 1213643-2018-03925 on 08-nov-2018) and bard/davol ventralex st (device #2; MDR number - 1213643-2018-03926 on 08-nov-2018). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: the initial legal claim received on 19-oct-2018 stated that the patient was implanted with two ventralex st on (B)(6) 2015 and claim was made against both ventralex st ((B)(4)). The second legal claim received on 10-aug-2020 states that the same patient was implanted with ventralight st on (B)(6) 2017. As reported the patient is making a claim for an adverse patient outcome against the ventralight st. Since the injury date provided in the initial legal claim corresponds with the implant date of the ventralight st complaint provided in the second legal claim, a new record has been created for ventralight st ((B)(4)). If/when additional information is received, this record will be updated.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr. This supplemental emdr was submitted due to report the corrected event description. This supplemental emdr represents the bard/davol ventralight st mesh (device #3). Emdrs were submitted previously for the two bard/davol ventralex st (device #1 & device #2). Should additional information be provided, as supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st on (B)(6) 2015 (x2) and a ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.